Manufacturer narrative:
Account stated that he replaced the head deck dampener to resolve the alleged problem with the head section dropping quickly when the CPR release was activated. The head deck dampener was defective.

Event description:
Account alleged that the head deck dampener has no tension and the head section will drop quickly, when the CPR release is activated. Account stated that there were no injuries. Account alleged that he didn't know if a patient had been in the bed and didn't know where the bed was being used.